Event description:
As reported by the study, the patient had a pseudoaneurysm on the access site, which was treated with compression and injection of thrombin. It was associated with a cordis cardiovascular access sheath. This patient presented to the cardiac catheterization unit and 3-vessel disease was found. The primary indication for intervention was stable angina pectoris. Pre-procedure cardiac enzymes were within normal limits. The patient's blood pressure at the beginning of the procedure was 110/60 and the heart rate was 90. The left ventricle ejection fraction (lvef) was >50%. Pre-procedure medications included statins and ace inhibitors. Intra-procedure medications included aspirin, clopidogrel and unfractionated heparin. Pci was performed on a 90% de novo lesion in the proximal right coronary artery (rca) of 10mm in length in a 3.5mm vessel diameter with moderate tortuosity of the proximal segment. The (b2) eccentric lesion was characterized with a smooth contour, little to no calcification and thrombus absent. A 3.5 x 13mm cypher select plus stent was deployed at 16 atmospheres (atm) by direct stenting with satisfactory results. There was no post-dilation. The residual diameter stenosis measured 0%. Pre and post-procedure thrombin inhibition in myocardial infarction (timi) flows were not documented. Intra-vascular ultrasound (ivus) was not used. Pci was performed next on a 90% de novo lesion in the mid left anterior descending artery (lad) of 10mm in length in a 3.0mm vessel diameter. The (b2) eccentric lesion was characterized with a smooth contour, moderate calcification and thrombus absent. A 3.0x13mm cypher select plus stent was deployed at 12 atm by direct stenting with satisfactory results. There was no post-dilation. The residual diameter stenosis measured 0%. Pre and post-procedure thrombin inhibition in myocardial infarction (timi) flows were not documented. Intra-vascular ultrasound (ivus) was not used. Post-procedure cardiac enzymes were within normal limits at the 6-24 hour interval, but at the 24 hour interval to discharge, ck was two times above the upper normal limits and troponin was less than two times above the upper normal limits. The patient was discharged three days later. Post-procedure medications included permanent aspirin, clopidogrel for 12 months, statins, ace inhibitors and beta-blockers. Approximately one month later, telephone follow-up was made with the patient at the 1-month interval. The patient was asymptomatic. Ongoing medications remained the same. There were no new adverse events reported. Please note that this device is not available for testing and evaluation. The lot number is also not available. This male in the registry experienced an access site complication post stent implantation. Medical history included hypertension, hyperlipidemia, smoking, and diabetes. During the index procedure, two cypher select+ stent were implanted in the proximal rca and mid-lad (3.5/13mm and 3.0/13mm respectively). No difficulties were reported with the stent implantation (post-procedure cardiac enzymes were slightly elevated); however, the patient developed a pseudoaneurysm at the access site, which was treated with compression and injection of thrombin. He was discharged 3 days later.

Manufacturer narrative:
The avanti+ sheath used for the procedure was not returned for evaluation. A review of the manufacturing records could not be done without a lot number. Access site complications are a well-known potential adverse events associated with invasive procedures. Pseudoaneurysms are associated with disruption of the arterial wall and are frequently caused by penetrating trauma (i.e. Arterial puncture needed for the procedure). Review of the available information suggests that procedural factors may have contributed to this event, rather than the design or manufacture of the device.